Manufacturer narrative:
The cori drill attachment used in treatment was returned. Nothing visually contributed to the reported problem. A functional evaluation was performed. A case was run and the passed. The reported problem was not confirmed. The drill attachment functioned as expected without any connection issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events the most likely cause of the event was use error. Refer to the cori surgical users manual for proper handling and troubleshooting of the cori drill. "Follow the screen prompts to load the bur. Insert the selected bur into the robotic drill attachment, until resistance is felt. Continue pressing the bur into the robotic drill, applying a slight clockwise rotation of the bur, until a click is felt. Press the right foot pedal (next) to advance to the next screen.¿ based on the investigation, no further containment or corrective action required at this time. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that during cori initial test of the handpiece and attachments from a new tray, one drill attachment kept clicking when trying to unlock and then would throw the drill disconnect error, while the other attachments passed. When taking the drill attachment off and attempting to slide the bur through, it would not go through unless giving a lot of force and then it would get stuck in. No patient involved.